Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown rods/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, patient presented with a construct already in t4-pelvis. A month later, t3 had started to fracture so the surgeon wanted to extend to c7. The surgeon decided to remove the t4 implants. He removed correction key and inner set screw from t4 screw and loosened the same on t5 screws and then he lifted rod and removed t4 screws and retightened the correction key with an osteotome and retorqued the set screw with expedium torque wrench proceeded to place symphony screws up to c7 and used connectors to attach to the other system. Procedure was successfully completed. This (B)(4) captures the post-op event (removal of t4 implants) while (B)(4) will captures the intra-op event (the revision of the previously implanted verse spine system). This complaint involves six (6) number of devices. This report is for one (1) unknown rods. This report is 1 of 6 for (B)(4).